Event description:
Customer reported blood was found on the pt's bed. Upon inspection, the smartsite valve was found disconnected from the red port on the PICC line and blood was dripping from the port. The valve was replaced. There was no report of pt harm or medical intervention. The customer stated that no further pt/event info is available.

Manufacturer narrative:
MFR's report date: (B)(4) 2014. Internal file no: (B)(4). Unable to determine the cause of customer's reported disconnection from the PICC line because the valve was discarded by the customer and will not be returned. The root cause of this failure could not be identified.